Manufacturer narrative:
Continuation of d10: product ID: tm91d0, lot#serial#: (B)(6), product type: accessory, product ID: tm91d0, lot#serial#: (B)(6), product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this morning patient started to have communicator issues. Patient said that has an MRI this afternoon and wanted to get the equipment ready. Patient said that when attempted to connect to implant received the 804 code. With instruction patient restarted the app and tried again however received the same code. Patient was directed to restart the handset and then to reset the communicator. When patient attempted to connect then received the message communicator not found. Patient reset the communicator a second time. Patient attempted to connect again and received message that it is communicating and connecting but then received the same message. Confirmed that both bluetooth and location features were turned on. Instructed patient to toggle bluetooth off and then on and try to pair to the communicator. Patient said that the process started however then received a message that the process couldn't be completed. The patient called back after receiving a replacement communicator and asked for help pairing. Reviewed steps to select communicator model and enter the sn but patient was not able to pair and kept encountering communicator not found error message. Confirmed bluetooth and location were enabled on the handset and hard reset the communicator but this did not resolve the issue. Patient called in with replacements and had been trying to connect them on their own. Patient reported continuing to get service code 804, despite rebooting on their own, checking bluetooth and checking location services. Agent walked patient thru it again, attempted with both old handset and replacement handset. Old handset was unable to activate bluetooth. Used replacement handset and confirmed we were using replacement communicator. Bluetooth light was not coming on. Hard reset the communicator and attempted pairing. Advised caller to scan qr code instead of manually entering the serial number. The caller was then prompted to link ins. Caller placed the communicator directly over the ins with only a t shirt in between. Screen would spin and never advance. Canceled the started the process over and it continued to spin. Advised the caller to take a break and I would call them back. Consulted tech services, called the patient back to obtain all of the info in the about section of the handset. Advised patient to try one last time in the bathroom or a location away from any potential emi. Caller encountered service code 804. The caller commented they just saw the dr about 6 weeks ago, they were able to interrogate the ins with no issues and they have 6-8 months left on the battery before a replacement is needed. An email was sent to field staff. Agent called hcit to confirm versions are correct. The caller also noted that they are in need of an MRI and cannot get one due to these ongoing issues. Additional information has been received that this patient is going to have their device interrogated next monday and they were unable to answer any questions until that time. It was reported that patient that is having trouble pairing communicator and getting 804 error. Troubleshooting included: confirmed sn's, navigated patient to confirm bluetooth is on, patient unable to open bluetooth settings. Confirmed location is on, connecting in therapy provided 804 error. Navigated the patient to reset network settings. Network settings reset. Manually paired the communicator. Confirmed bluetooth is still on. Connecting in therapy provided "communicator not found." Navigated user to application settings. Force stopped communication manager. Connecting in therapy provided "communicator not found" advised we replace communicator. Caller contacted technical services(tss) because they met patient today and was able to interrogate his ins with the cpa fine. Caller attempted to use the externals that patient brought in and was not successful. Caller tried with the ins linked and then unlinked and reset externals and started over and still couldn't connect. Caller does not think this is user error. Patient left abruptly and is unhappy and wants a resolution. Tss will send a new kit as a last resort and caller will meet with them to set up and to pull reports if still not successful. Ordered replacement handset and communicator. Patient called in stating they are on their 3rd communicator and handset and are still not able to communicate with the ins. Patient said the last time they have the ins checked the hcp said the battery was less than 50% full and at their appointment in nov the hcp told the patient they will discuss when to replace the ins. Patient has had to cancel multiple mris but the mdt rep has agreed to meet the patient at their MRI on (B)(6). Patient said when they try to connect to the ins they get a message device not found message or an 804 code. Patient said the bluetooth and location setting are on. During the call patient put the communicator over the ins and got code 804. Patient is very frustrated. Advised patient would escalate and ask someone to follow up w/ him. Ts reached out to mdt rep asked for logs (json, dbs app and dbs therapy logs) and reviewed option to reset ins at next visit. Technical services sent instructions on how to retrieve logs and resetting the ins. Rep will try to send later today or early next week. Ts will f/u with engineering once logs are received. Closed case. Sent email to rep with cp app manual to reset the ins and instructions on how to retrieve log files.

Event description:
Sent reply to rep requesting handset app and comm manager logs. Closed case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.